Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark and would not turn on, with caller unable to confirm any low power or power source alerts. There was no reported impact to the customer¿s blood glucose level. Caller tried multiple charging cables, wall adapters, and leaving pump plugged into a working outlet for at least 30 minutes without success, then planned to use multiple daily injections as backup insulin therapy while customer technical support arranged a warranty replacement pump, instructed caller to place malfunctioning pump into storage mode and return it with a prepaid label, and advised caller to program pump settings and connect continuous glucose monitor to replacement pump, which caller understood and acknowledged.